Manufacturer narrative:
The field service emgineer (fse) evaluated the instrument on 10/24/2015. The fse found that the tubing at pinch valve at vl42 had a small hole causing a diluent leak. The fse replaced the tubing resolving this issue. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported an uncontained leak of approximately 20 ml of clear fluid from the coulter lh 500 hematology analyzer. There was no biohazard exposure to open wounds or mucous membranes. The customer was wearing gloves and a lab coat when the leak was discovered. There was neither death nor serious injury; erroneous results were not generated or reported out of the laboratory and there was no change to patient treatment.